Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there were air bubbles/gaps in the tubing. Reportedly, the user also saw air in the syringe. The user's blood glucose (bg) level was in the 300's (mg/dl) with moderate ketones. The bg level was addressed with a bolus and the ketones were addressed by "flushing them". The contact was not sure if the bubbles caused the bg level. Reportedly, the user primed the tubing to remove air bubbles.